Event description:
User reports five pt samples with low sodium results, which resulted higher when repeated on same analyzer. Only three pt samples were provided as examples. Same samples were used for repeat testing. Pt 1, initial result gave 128 mmol/l; repeat gave 138 mmol/l. Pt 2: (male), initial result gave 129 mmol/l; repeat gave 139 mmol/l. Pt 3: (male), initial result gave 127 mmol/l; repeat gave 139 mmol/l. Erroneous results were reported for pts 2 & 3 only. Pts not adversely affected. The field service representative determined the cause to be crystallization build up in the ise waste connection, and electronic failure. Ise electrodes; ise pinch and sipper tubes were replaced. Performance tests were performed which were within specification.